Event description:
It was reported to globus that while implanting a signature spacer, the implant broke apart while trying to articulate the spacer in the correct position. The implant was removed, and an allograft spacer was inserted instead. Pedicle screws were used for support.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state, and operating procedures. Visual evaluation confirms the implant is no longer assembled. The articulating sphere has separated from the spacer body. The implant body shows deformation on the medial side of the inserter pocket. The inside track for the articulating sphere show signs of wear. The corresponding nubs on both sides of the sphere are also deformed. These three locations of wear are consistent with leveraging medially with the insertion tool. The blocking pin is also elevated and deformed where it contacts the articulating sphere. This allows the articulating sphere to release from the spacer body. It is possible over manipulation may have caused the reported issue, however the exact cause cannot be determined.